Manufacturer narrative:
Evaluation results: evaluation of the returned product did not confirm broken zipper teeth. Instead, there was an open slider on the pt access and a 1 inch netting tear on the pt access of the left window side. (B)(4).

Event description:
Customer reported the teeth on the zipper are broken. The customer did not provide a date when this was discovered. There was no pt incident or injury reported.